Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Defect found on returned strips-discolored grey pads. Root cause: rc-061 storage outside specifications manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for physical defect of the ketone test strips. Customer stated that when she opened the vial, the padding on the test strips had been grey in color. The test strip lot manufacturer¿s expiration date is 12/15/2021 and this was the first time the customer had used the product out of the package. Customer stated the package had been sealed and intact when purchased. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.